Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is not known. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparison of blood glucose test results by customer from truemetrix meter to physician's meter. Blood test performed by customer fasting produced test results of 84 mg/dl using physician's meter. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 72 mg/dl and 77 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 06/19/2016 and open vial date is (B)(6) 2015. The meter memory recalled for test results performed with test strip lot # mr1250 (date / time not provided): 1:80mg/dl. Adverse event not reported.